Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received 8mm prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate /confirm the customer reported complaint. A visual inspection was performed and found no missing part on the prograsp forceps and all components appeared to be intact to the instrument. Additional findings not reported by the site are as follows- failure analysis found the secondary failure of a broken grip cable. The instrument was found to have a broken grip cable at the distal end. It is possible that some strands of the wire are missing, but is unable to confirm. The root cause of the broken grip cable was attributed to a component failure. Failure analysis found a frayed pitch cable. The instrument was found to have frayed pitch cables at the clevis hub. The root cause of the broken grip cable was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of a fragment which fell inside of the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. A review of the site's complaint history does not show any additional complaints related to this product. A review of system logs could not be performed as sufficient product information was not provided. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde) and advance failure engineer (afa). The following additional information was provided: from this short video, it can be seen that the cables of the prograsp forceps are frayed and broken, with some pieces of the cables falling into the patient tissue. The video is too short to provide input into root cause or effects on the patient/procedure. Both cables on the prograsp forceps have become severely damaged to the point where fragments have started falling into the patient. Due to the severity, it is likely that this is due to some sort of mishandling/misuse of the instrument, likely on the reprocessing end. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: after insertion of a prograsp forceps into the cannula, "dust" from the instrument reportedly fell inside the patient. The customer stated that the "dust" was not able to be retrieved from the patient's anatomy. The procedure was completed with no patient injury, and the patient has not returned to the hospital with post-operative complications as a result of retaining a foreign object. However, unintended fragments of any size falling inside the patient could require surgical intervention. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in initial reporter is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fragments from a prograsp forceps instrument fell inside the patient and were not retrieved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reportedly, as soon as the instrument was inserted through the cannula after docking, fragments fell from the prograsp forceps. It was noted that what fell was "only dust which couldn't be retrieved." The reporter noted that this was the first use of the instrument and that it was not inspected prior to use. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was removed during the procedure and the instrument¿s wrist was straightened upon removal. No additional surgical procedure was performed and there were no post-operative tests performed to check for fragments retained in the patient. The procedure was completed and there was no allegation of patient injury. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. A video recording of the surgical procedure was provided to isi for review.